Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirms the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirms the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during reassembly of the instruments, it was noticed that the double offset broach handle had a cracked junction piece that runs from the locking arm to the tip. The broken piece is at the elbow junction. All pieces are present. There was no surgical delay.